Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call of not being able to push insulin through with plunger. Customer reported of taking reservoir / infusion set apart in order to push plunger through without any insulin. Customer's blood glucose was 123 mg/dl. Customer was advised that infusion set would be replaced.

Manufacturer narrative:
Reliability analysis evaluated one opened/used reservoir. Inspected the snap-cap and septum for anomalies, and none were found. Ran occlusion testing, and no occlusions were noted.